Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) using a preloaded delivery system, in at least one instance there was debris postop in the patient's eye. The debris appears as a 'clear, transparent sheet, usually rectangular in shape'. Additional information was requested.